Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the pt and was not returned to the MFR. Add'l info including x-rays and medical records was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "insert was implanted on (B) (6) 2010, because knee was unstable and explanted on (B) (6) 2010, for same diagnosis."